Manufacturer narrative:
The peritoneal dialysis cycler was returned to the manufacturer and an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The system air leak and valve actuation tests passed. The load cell verification was out of tolerance and the load cell was calibrated. Load cell value and verification were within tolerance. The patient sensor calibration check passed. There were no internal inspection discrepancies . Visual inspection showed no sign of physical damage. The system level review of the liberty cycler device and concomitant products found no indication that the products caused or contributed to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported for the past week she has been feeling sick to her stomach and she notified her peritoneal dialysis registered nurse (pdrn). She stated her pdrn advised her to take laxatives to help her stomach. The patient followed up with her pdrn again when she started to throw up and she was advised to go to the hospital. The patient was hospitalized and diagnosed with peritonitis. Patient stated that she does not know the cause of the peritonitis (no fluid leak). Per the patient, she has not skipped any treatments but that they are taking her off of pd therapy and switching her to hd therapy to allow her abdomen to heal. Follow-up with the patient's pdrn confirmed the patient's recent hospitalization and diagnosis of peritonitis (source unknown). The patient was treated with ancef and vancomycin.